Manufacturer narrative:
(B)(4): the device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the stent was able to be deployed; however the guide catheter became stretched and separated into two pieces. The separation occurred within the push catheter allowing the device to be removed in one piece. The procedure was completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the stent was able to be deployed; however, the guide catheter became stretched and separated into two pieces. The separation occurred within the push catheter allowing the device to be removed in one piece. The procedure was completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
Visual inspection of the returned remnant of the guide catheter revealed the guide catheter was torn jaggedly and separated into two pieces. The proximal remnant of the guide catheter was kinked and stretched on the guidewire that was returned with it. Only the proximal remnant of the guide catheter and the jagwire guidewire were returned for evaluation. It appears the guide catheter tore jaggedly into two pieces during the procedure. The proximal remnant likely froze on the jagwire guidewire, due to the excessive force applied by the physician in the attempt to retract the guide catheter and deploy the stent. Based on this analysis, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.